Manufacturer narrative:
E3: occupation: inventory specialist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved ik device proximal portion of the sheath crumbled upon insertion. Attempted to insert the wire through the sheath and was unable to. The sheath was cut to try and get wire access. This was not successful, and access to the vessel was lost. The patient was not injured during the event and medical/surgical intervention was not needed. Additional information was received on 26 jan 2024: patient procedure was a neuro diagnostic procedure. To resolve the issue, the sheath was pulled, and vessel access was lost. Pressure was held at the site. No difficult anatomy noted. The patient was in stable condition. No concomitant medical products were used with the involved device.

Manufacturer narrative:
The actual device is no longer available for returned; therefore, an evaluation of the actual device was unable to be conducted. However, a reference photo of the actual sheath was provided, and the sheath was cut under the sheath hub. The complaint can be confirmed for sheath damage. Without a sample, the exact root cause cannot be determined. The likely root cause is the sheath was kinked near the hub and prevented insertion over the guidewire. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).